Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, prime test, and no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked display window, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker. The insulin pump was received without the original belt clip slot and no physical damage was noted to the belt clip slot. Refer to medwatch # 3004209178-2016-75433.

Event description:
The customer's husband reported via telephone call that the customer was hospitalized due to high blood glucose. She had a high blood glucose 400 mg/dl and the caller stated it was treated with a bolus, but that did not bring down the reading. At the time of admission on (B)(6) 2016, the blood glucose reading was 417 mg/dl. The customer experienced dry mouth, frequent urination and dizziness. The caller noted that the drive support cap was loose. The caller did not want to troubleshoot for low blood glucose. He was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.